Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that "no image: digital visual interface channel had no output" occurred, due to failure of the printed circuit board. In addition, the following reportable malfunctions were found, during the device evaluation: no image: image disappears when shaking the connector. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had no signal from digital visual interface channel. The issue occurred during preparation for use before a therapeutic abdominal surgery. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.